Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that the patient underwent initial shoulder procedure on an unknown date. Subsequently, the patient underwent revision of nano prosthesis to put the reverse prosthesis system on due to poor rotator cuff. The surgery was delayed by sixty (60) minutes. No additional patient consequences were reported.